Manufacturer narrative:
No samples were received for investigation of (B)(6); however, the customer has stated that, " first alarm - IV pump alarming stating line occluded - primary nurse resolved alarm by repositioning pt arm and restarting pump. Second alarm - IV pump alarming stating air in line". No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
Pr xx supplemental MDR. No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had kinked tubing. The following information was provided by the initial reporter: IV amoxicillin-clavulanate 2.2g in 100ml n/s commenced via pump. First alarm - IV pump alarming stating line occluded - primary nurse resolved alarm by repositioning pt arm and restarting pump. Second alarm - IV pump alarming stating air in line, on observation half the ivab had been infused but air present in line?line kinked malfunction.